Manufacturer narrative:
Device is a combination product. B3: date of event - used the first day of the month of aware date since event date not provided. Device evaluated by MFR.: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The tip was visually and microscopically examined with damage noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found no damage. A visual and tactile examination of the device found a mid shaft break 119cm distal from the distal end of the strain relief. The laser cut region of the device was also noted to be fractured 110cm distal from the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy drug-eluting stent was selected for use; however, the delivery system got fractured in the guide catheter. The device was completely removed as a whole. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Date of event - used the first day of the month of aware date since event date not provided.

Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy drug-eluting stent was selected for use; however, the delivery system got fractured in the guide catheter. The device was completely removed as a whole. The procedure was completed with a different device. No patient complications were reported.